Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 front end board. The sample was returned in a brown cardboard box with protective shipping packaging and was further enclosed with electrostatic protective bag. Visual inspection of the front end board was performed and multiple electronic components were noted burnt. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifica-tions prior to release. The reported complaint of "fos signal lost when iabp console running on battery" is confirmed. The returned front end board was found to have multiple burnt components on the fos commu-nication circuitry, which caused the fos signal issue. Based on a review of the device history rec-ord (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the burnt components. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that: "fos signal lost when iabp console running on battery". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "fos signal lost when iabp console running on battery". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "unknown".